Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a blank display that would not return with a battery change. The blood glucose reading was 47 mg/dl. He stated that it was low because he did not eat enough and that he treated with food. Customer reported that the display did return. Nothing further was reported.